Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, inappropriate mode switching due to far-r wave oversensing was observed. The device was reprogrammed.